Event description:
A medical supervisor reported that the laser was not performing the laser pulses correctly. There was low potency. This occurred during three procedures. The three cases were cancelled, and the report indicated that there was no harm to the pts. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).